Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pericardial effusion, perforation and diaphragmatic stimulation. Within approximately one month of implant the patient experienced pericardial effusion and had pericardiocentesis with sanguineous drainage. On a later date, it was noted that the rv lead exhibited high thresholds. The patient underwent pericardiocentesis with clear, serous drainage. A computerized tomography (CT) scan revealed that the rv lead had perforated. The rv lead was inactivated, capped and replaced. No further patient complications have been reported as a result of this event.